Event description:
The patient received two leads with the same lot number. It was reported, the patient felt a burning sensation in the area of the peripheral leads (off-label use). The patient also reported a numbing sensation in his feet regardless whether the stimulation was on or off. It was reported, the physician felt one lead may be placed too superficially. The patient requested for the system to be removed. Follow up identified the physician removed the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.